Event description:
It was reported that prior to the start of a da vinci-assisted gastrostomy surgical procedure, user encountered a "release the pressure" error message while using the harmonic ace instrument. The user cleaned the instrument's tip and discovered that it was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip of the harmonic ace instrument was broken off/detached from the shaft. The reporter confirmed that no fragment fell into the patient. The reporter did not know the instrument's batch sequence number.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the harmonic ace instrument is consistent with the alleged issue of broken tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken clamp arm. The inner tube slots where the clamp arm hinges broke off, causing the arm to dislodge. Additional observations found unrelated to the reported complaint included: the instrument was found to have blade damage. One blade edge was indented, which prevents the blades from closing.